Event description:
(B)(4).

Manufacturer narrative:
Document review: (B)(4) primary resurfacing patella size 2: ref. (B)(4)/lot 135583 ((B)(4) devices produced and (B)(4) already sold without any other similar issue reported). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. From the data collected and the info received, there are no evidences that the event is device related.